Manufacturer narrative:
Date of submission 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during investigation, moisture was found behind the display lens. The pump cover was opened and moisture was identified on the printed circuit board and internal components. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.